Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that a patient had the water vapor therapy procedure done a year ago. It worked but now the patient leaks and has to wear a catheter so he is not happy.